Event description:
It was reported that the ilet display intermittently showed lines or pixelation and at times went fully white, followed by an alert instructing a restart; multiple restarts were performed without resolution, and a replacement was arranged. Symptoms included no reported changes in blood glucose and no clinical effects. Outcomes included no injury and no medical intervention. Investigation included remote troubleshooting and review of the alert history. Investigation of this device revealed a suspected display or internal communication malfunction consistent with a restart-required alert. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.